Event description:
It was reported that this pacemaker had entered safety mode and there was a concern for premature battery depletion. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.